Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during cholecystectomy the clip jumped out when it was fed to the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. Device will not be returned.